Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Part: 472.102s, lot: 65p2889, manufacturing site: (B)(4), release to warehouse date: 28 august 2020, expiry date: 01 august 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent open reduction internal fixation surgery for fracture of proximal neck of femur with pfna blade and nail in question. At the surgery, dhs implants were prepared as a backup, but pfna implants were used at the surgeon's discretion. After the surgery, on (B)(6) 2021 it was found that the blade had ruptured the bone head. It was then decided that, the patient will undergo the revision surgery to remove pfna implants. No further information is available. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# 1) unknown end caps: pfna (part# unknown, lot# unknown, quantity# 1). This report is for one (1) pfna-ii nail. This is report 2 of 2 for (B)(4).